Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit received with cracked keypad overlay, overlay scratched, keypad overlay texture damage, and scratched lcd window. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
The customer's wife reported via phone call that the screen and keypad was cracked. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the keypad was not working anymore. The insulin pump will be returned for analysis.